Event description:
Implant "bending upon insertion" during the surgery. No adverse pt consequence was reported.

Manufacturer narrative:
After shape recovery testing of the returned device, the shape recovery conformed to memometal specification. Implant bending is a "normal" implant behavior in cold temperature range. Therefore, the root cause of this event is likely user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.